Event description:
Additional information was received which indicated that the lead displayed loss of capture. The lead was surgically abandoned and replaced with another manufacture's lead. There were no adverse patient effects reported.

Event description:
Boston scientific received information from a health care provider that this left ventricular was fractured. The health care provider contacted boston scientific technical services to discuss programming options. There were no details available regarding the nature of the fracture. The lead remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.